Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received button errors and no delivery alarms. Customer stated that the date and time had to reset when battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No frozen screen noted during test and time clock advances properly. (B)(4).